Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged pin in a mobile power unit ((B)(6)) patient cable was confirmed. (B)(6) was evaluated by tech services staff. Visual inspection revealed a lodged pin inside the socket and one bent pin within the white power connector of the patient cable. The patient cable was replaced, and the mpu went through a full functional checkout. The patient cable also had a loose rubber encasing. The repaired (B)(6) was returned to the customer site. The root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook and heartmate iii instructions for use (IFU) section 3 ¿powering the system¿ informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with mfg and qa specifications. (B)(6). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged pin in a mobile power unit (B)(6) patient cable was confirmed. (B)(6) was evaluated by edc tech services staff. Visual inspection revealed a lodged pin inside the socket and one bent pin within the white power connector of the patient cable. The patient cable was replaced, and the mpu went through a fully functional checkout. The repaired (B)(6) was returned to the customer site. In addition, when reviewing the log file from returned system controller (B)(6) (pi-2021-0079054-01), multiple no external power alarms were observed on 07 may 2021, then on 08 may 2021, and then on 09 may 2021 due to ac power loss to the mpu. The system controller backup battery provided power to the system during all losses of external power. The pump maintained speeds above the low speed limit during these events, and the no external power events resolved when power was restored to the system. The log file analysis did not determine the exact cause of the no external power events. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and quality assurance specifications. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm condition and the actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator called describing an audible alarm of one beep every second when the patient switched from the mobile power unit (mpu) to the 14v batteries. A damaged pin was identified from the controller black and white power cables as well as inside the set of battery clips. The patient was advised to switch to the mpu and come urgently to the hospital via a well equipped ambulance. Upon review of the patient's products in the emergency room, there was a damaged pin noted in the mpu patient cable. The patient's controller, battery clips and mpu were successfully exchanged. Related manufacturer reference number: 2916596-2021-02801.